Event description:
Foreign matter found in package or on the device unidentified residue dislodged from base of stem of introducer handle during prosthesis insertion. Residue recovered close to pt open wound. Culture was swabbed and sent for testing-pending pathology, however, initial result indicates negative growth.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 events associated with this event type (foreign matter found in the package or on the device) and product code lxh.